Event description:
A pharmacist reported that a pt, who was using insulatard flexpen (long-acting human insulin) and novofine (needle) experienced hypoglycaemia with unconsciousness in 2004. The pt has had diabetes mellitus (type unk) for about 39 years. The pt had been using the same dose of insulatard for a long period. They started to use a new insulatard flexpen and just before injection their blood glucose was 6 mmo/l. The pt took the last dose at 22.30 before the event and at 3.30 during the night, the pt experienced serious hypoglycaemia with unconsciousness and was hospitalized. Reportedly the pt was treated by "forcing sugar into the pt." The pt has used same dose of insulatard for 4-5 months prior to the event without experiencing any problems. The pt has no concomitant diseases and does not use any concomitant medication. It was reported that there had been no recent changes in physical activity, diet or any other factors which may have affected the hypoglycaemic unawareness or led to the hypoglycaemic event. The pt did not perform airshots prior to each injection and it is stated that there were no air bubbles present in the syringe and that there was no mechanical malfunction either. The pt re-used the needles on the particular syringe in question and did not remove needles between injections. The pt recovered completely from the event. The pt experienced another event of hypoglycaemia 2 days later (described in manufacturer report no. 9681821-2004-00041).